Event description:
The device was returned due to damaged battery compartment and door. Upon further investigation, a dented air in line detector and peeling downstream occlusion (dso) seal were identified. The event occurred during testing.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was the battery door being forced open before the door latch was fully unlocked. Upon further investigation, dented air in line alarm and peeled downstream occlusion seal, worn and dented upstream occlusion seal. Based on these findings, the file was determined to be reportable. The downstream occlusion(dso)seal and upstream occlusion seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.